Event description:
It was reported that during implant, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient condition was good after the event.